Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that the display of their device was inoperative. The display was black and no data was visible. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with this event.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: device identifier (di) number ¿ blank section d4 of the initial medwatch report should indicate: device identifier (di) number ¿ (B)(4).

Event description:
The customer contacted physio-control to report that the display of their device was inoperative. The display was black and no data was visible. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with this event.

Manufacturer narrative:
Corrected information: returned to manufacturer on of the initial medwatch report indicates 02/08/2018. Returned to manufacturer on of the initial medwatch report should indicate 02/07/2018. Follow-up information: physio-control provided the customer with repair recommendations, which they declined. The device was then returned to the customer unrepaired. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that the display of their device was inoperative. The display was black and no data was visible. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with this event.